Event description:
It was reported that patient underwent total knee arthroplasty procedure in 2008. During procedure, pin from cutting block fell out of the block and into the patient's wound. Pin was retrieved from patient.

Event description:
It was reported that patient underwent total knee arthroplasty procedure 2008. During procedure, pin from cutting block fell out of the block and into the patients wound. Pin was retrieved from patient.

Manufacturer narrative:
Examination of returned device confirmed reported condition. In response to reported event, health hazard evaluation was conducted and recall was initiated to rework the instruments. This report filed january 23, 2009

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. Event date: 2008. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.